Manufacturer narrative:
(B)(4). Batch # p57r5m. Device evaluation: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. In addition, two reloads were received with the device. The reload (b) was returned fully fired and the reload (c) with the proximal 6 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it due to the condition of the device. Cartridge b: sr55, p5799z, fully fired, locked; cartridge b: sr55, p5799z, 6 drivers up, locked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic enterostomy and recovery, could not fire farther after fired 2/3. Changed to another reload, found it was difficult to fire and when fired 3 mm, the firing knob was broken off. All the pieces would be returned. Suture was used to sew the wound, the surgery delayed about 30 minutes. The patient is stable and in the hospital now. The patient¿s length of hospital stay is standard for this procedure and is not extended. There were no patient consequences reported.